Manufacturer narrative:
Date of birth added, patient age (B)(6). Required intervention to prevent permanent injury. The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to persistent low flow alarms and possible thrombus in the outflow graft near the aortic anastomosis. The patient was taken to the or for a ofg revision or pump exchange. The patient was found to have a gelatin like material between the outflow graft and the gortex sleeve. Once the material was removed, flows returned to normal. The surgeon determined a pump exchange was no longer necessary. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's conclusion analysis: the report of low flow alarms could not be confirmed as no log files were submitted for review. Although the cause of the reported low flow alarms cannot be conclusively determined through this evaluation, the center reported the low flow alarms resolved following the removal of the gelatin type material found between the outflow graft and the gortex sleeve. The report of an outflow graft obstruction could not be confirmed as no images were submitted for evaluation. Furthermore, a specific cause of the reported outflow graft obstruction could not be conclusively determined through this investigation. The account reported that the patient had persistent low flow alarms on (B)(6) 2020. The patient returned to the operating room and was found to have a gelatin type material between the outflow graft and the gortex sleeve. Once removed, flows returned to normal. No pump exchange was necessary. The patient remains ongoing on vad support. The introduction of the heartmate 3 lvas IFU explains the pump parameters, including flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. The heartmate 3 lvas IFU also contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were submitted for review. Although the cause of the reported low flow alarms cannot be conclusively determined through this evaluation, the center reported the low flow alarms resolved following the removal of the gelatin type material found between the outflow graft and the gortex sleeve. The report of an outflow graft obstruction could not be confirmed as no images were submitted for evaluation. Furthermore, a specific cause of the reported outflow graft obstruction could not be conclusively determined through this investigation. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on ventricular assist device (vad) support. The relevant sections of the device history records for (B)(6), including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), is currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.